Manufacturer narrative:
Concomitant medical product: d224drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure, the physician observed the outer coating of the right ventricular (rv) lead insulation had "cracked." The rv lead was repaired and remains in use. No patient complications have been reported as a result of this event.